Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's recently implanted lvad pump was demonstrating fluctuating speed with power and flows ramping from high to low parameters without reason. An echo and lab work was ordered. The system controller was exchanged for another system controller; however, the system continued to perform erratically. The following evening, the surgeon made a decision to exchange the lvad for another lvad.